Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The reported difficulties appear to be related to the status of training. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Reportedly, the physician is not trained in the use of the proglide device and the device was forcefully removed with the foot partially open. It should be noted that the proglide instructions for use (IFU) that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Additionally, it should be noted that the IFU states do not advance or withdraw the perclose proglide smc device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. (B)(4). Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of one proglide device were successfully pre-placed. Reportedly, when an attempt was made with a second proglide device, the lever could not be closed completely and the foot would not retract all the way after deployment. The device was forcefully removed with the foot partially open. No tissue damage was noted. The sutures of a new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Reportedly, the physician is not trained in the use of the proglide device or established in the pre-close technique. No additional information was provided.